Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Statement of the reported problem: this report is based on information provided by the local philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips dfm100 defibrillator indicating that the device had exhibited symptoms of an ECG failure. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.